Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the physician was unable to find a suitable location in the right ventricular. It was noted that the leadless pacemaker was unable to fixate to a suitable rv location on the septum. The device was removed. The patient was in stable condition.